Event description:
It was reported that a black fiber was found on the reservoir of a large volume infusor. It was not specified whether the fiber was in or outside of the fluid pathway. This was observed after compounding and filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot was manufactured from october 14, 2014 to october 15, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.